Event description:
Litigation alleges that patient has experienced intermittent popping in her right hip, as well as elevated levels of chromium and cobalt in her blood. Update: (B)(4) 2011 - litigation was received. There is no new information that would change the outcome of the investigation update: (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the acetabular cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges that patient has experienced intermittent popping in her right hip, as well as elevated levels of chromium and cobalt in her blood.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions.(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.